Event description:
Caller reported that his wife has been experiencing high blood glucose readings (~400 mg/dl) for the past month. His wife would switch back to injections and her blood glucose level would return to normal. She stated that she does not believe the device is delivering insulin properly.